Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the potassium readings from the monitor were inaccurate. The monitor would calibrate, but the readings would "drift" when the monitor was in use. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.